Manufacturer narrative:
(B)(4). Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure "e22 - motorpack error" was generated by the aquabeam robotic system. The error message could not be cleared during troubleshooting steps; therefore, the treating physician proceeded to abort the procedure and rescheduled for a later date. On (B)(6) 2021, the patient underwent successful aquablation procedure. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.3 device evaluation by manufacturer: the aquabeam motorpack was returned for investigation. Functional testing confirmed the reported "e22 - motorpack error" message. The investigation confirmed a crack at the base of the motorpack cable to body connection of the motorpack shell. The motorpack shell was opened and fluid ingress from where the cracking was located was observed to have occurred. Fluid ingress was observed on the face of the motorpack on the handpiece connector jack. A review of the aquabeam robotic system's log file confirmed the reported "e22 - motorpack error" message in addition to an "e23 - motorpack error" message. The procedure was confirmed to have been aborted. A review of the device history record (DHR) was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system and/or motorpack associated to this event. The review indicated that the system and/or motorpack met all required specifications upon release for distribution. A review for similar complaints confirmed a total two (2) events reported on this issue. The aquabeam robotic system's user manual, um0104-00 rev. F, states the following: table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E23 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. The root cause of the reported event was due to the cracked aquabeam motorpack, which allowed fluid to enter and consequently triggered the "e22 - motorpack error" message. Procept confirms that future iterations of the motorpack shell design have addressed the issue. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.